Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: during evaluation, the service facility found that the prevue powers up to an unresponsive touch screen due to a malfunctioning front enclosure. The reported freezing issue was therefore confirmed. No additional issues with the equipment was identified during service or functional testing. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported system freezes.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported system freezes.